Event description:
The facility hematology supervisor reported to baxter (B)(4) a blood administration set that was leaking during patient connection. The leak was located at the drip chamber. There was no report of patient injury or medical intervention in association with this event.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample was not available hence the root cause cannot be determined. No conclusion can be drawn from the investigation. If additional information or samples become available, a follow-up report will be submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This issue is being investigated through CAPA.